Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) without first declaring elective replacement indicator (eri). End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, eol was reached earlier than expected due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had previously exhibited extended charge times, however the charge times remained within the extended charge time limit. The device was later explanted due to normal battery depletion. No adverse patient effects were reported. Initial analysis completed in our post market quality assurance laboratory determined this device had a shorter than expected elective replacement indicator (eri) to end of life (eol) window.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.